Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The guide pipe had a leak. The charge-coupled device cover lens and the up/down knob were scratched. The forceps cover was dirty and damaged. The acoustic lens was damaged. The bending section cover glue was chipped. The painting was peeling off the air /water nut and suction cylinder nut. The universal cord was kinked. The electrical connector unit contact pin was dirty. The angulation and up/down knob torque had less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the jet channel (instrument channel) on the evis exera ii ultrasound gastrovideoscope was defective. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). This report is to capture the reportable malfunction of the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is confirmed the event likely occurred from users handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.